Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2013 at 11:22 am. There was no activity outside of normal use observed in the black box data. The history download and pump settings showed ¿max basal rate (msb) = -> 0.00 u/hr.¿ the total daily doses added up correctly and reflected the user¿s basal target. During testing, the pump powered on and displayed the verify screen per normal operation. The pump was exercised for (B)(4) hours without issue or malfunction. During testing, boluses were performed and were recorded correctly in the history. Investigation did not reveal and malfunction and the pump was found to be operating within the required specifications. Unrelated to the original complaint, the display screen was found to be discolored.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a history/settings (history/settings issue) issue. The distributor reported it was not possible to enter the bolus rate menu. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.